Manufacturer narrative:
The device used in treatment has been returned for evaluation. This evaluation was not able to establish a relationship between the failure reported and the device. The visual inspection found no defects, the functional evaluation found no fault. The device was fully tested and performed within expected parameters. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported failure has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional preventive or corrective actions are required. This investigation has now been closed and recorded as no fault found. Blockage, canister full, false and constant alarm alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. In parallel we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported issues with renasys touch canister full alarms, although they changed the canisters. The treating doctor assumes that the health status of the patient deteriorated due to the continuing alarm as they assume that the system did not apply the selected mmhg negative pressure. Therefore the days after it turned out that they continued the therapy with npwt instead of closing the wound. Until now they are treating the patient with npwt.